Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism on the bd safetyglide¿ needle was difficult to engage after use. The following information was provided by the initial reporter: "rn reported the #25g 1 inch needle noted be very flimsy / flexible/ bending and difficult to get the safety glide up to cover the needle post injection so it would be easy for staff or patient to get needlestick."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the safety mechanism on the bd safetyglide¿ needle was difficult to engage after use. The following information was provided by the initial reporter: "rn reported the #25g 1 inch needle noted be very flimsy / flexible/ bending and difficult to get the safety glide up to cover the needle post injection so it would be easy for staff or patient to get needlestick."